Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to the customers complaint: the instrument was found to have a missing crimp from the distal clevis. The missing crimp was not returned with the instrument but roughly measured 0.0305". Common causes of broken - distal instrument pitch cables, whether partial or full, may be attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. The root cause of crimp failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument had a broken joint preventing rotation. No fragment fell into the patient. The procedure was completed with no reported injury.